Manufacturer narrative:
G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by (B)(6) under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a surgeon had difficulty implanting a mobi-c, and when removing it to create more space in the vertebral body, it disassembled. A new mobi-c was opened and implanted without patient impact.

Manufacturer narrative:
Additional information in h4 and h6: device, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos of the implant or holder were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined, but it was reported that "nothing wrong with the implant. Surgical technique was not carried out properly. Implant has been discarded.". Therefore, the likely cause of this event was user error. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a surgeon had difficulty implanting a mobi-c, and when removing it to create more space in the vertebral body, it disassembled. A new mobi-c was opened and implanted without patient impact.